Event description:
The customer stated that a patient code occurred and the patient expired but no red alarm was heard at the information center. The customer stated that the patient expired.

Manufacturer narrative:
The customer contacted the solutions center but did not request product testing. The customer has indicated that they do not believe any philips product malfunctioned. There is a discrepancy between the nursing staff and the medical staff in terms of the delay in response to the patient as nursing indicates no delay occurred but medicine indicates a 12 minute delay occurred. There is no allegation of more than one bed/patient impacted and no allegation of any 12 minute data or waveform gap. The logs were provided and reviewed which found that the patient was having frequent vtach alarms earlier that morning which were silenced at the central but then there were no alarms until 8:20 am at which time an asystole alarm occurred followed by vent fib/tach alarms. In order for a lower level alarm to be generated at the central and announced as a new alarm, the higher level alarm would need to have been silenced. The logs do not show any silencing occurring at the central monitor however silencing may occur at the bedside. The presence of red alarm sound indicators at 3 minute intervals after the asystole alarm (8:23 then 8:26) supports that the original asystole alarm was silenced at the bedside and then a vfib/tach alarm occurred at 8:27. The issue is not consistent with any malfunction. The issue is consistent with a user issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.